Event description:
It was reported that during a device implant procedure, pacemaker had no low voltage output. Device was explanted and a new device was implanted. New device had normal pacing. Patient was stable.

Manufacturer narrative:
No conclusion code available. The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: PMA/510(k) # has been updated.